Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
While accessing max zero connector for a pre-chemotherapy blood draw from a port-a-cath with attached huber needle, blood "splattered" onto the nurses gloved hands, the pt's upper and mid chest, and the bed linens immediately around the pt. Pt was able to receive entire dose of chemotherapy. No pt harm or medical intervention occurred. No further pt/event info was provided.